Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had thermal damage to the pulley cover.there was no report of patient involvement or patient injury.intuitive surgical followed up with the initial reporter and obtained the following additional information:the thermal damage to the instrument was first observed during the cleaning process in central reprocessing. It is unknown whether arcing occurred during the last procedure, and therefore, details about the surgical task being performed at the time of arcing, if any, are also unavailable. The customer could not confirm which other instruments were in use or if arcing originated from the subject instrument or another instrument. Fortunately, there was no injury to the patient. The instrument was inspected prior to use, and no damage or abnormalities were noted. The cause of the thermal damage is unknown, as is whether the instrument collided with another energy instrument during the procedure. If arcing occurred, its cause is also unknown. The instrument and any associated accessories are available for return to intuitive surgical for evaluation. However, there are no photographic images or video recordings of the procedure available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The instrument was found to have thermal damage on the bipolar yaw pulley. The wire insulation was not damaged and the instrument passed electrical continuity test. Common causes of the failure mode thermal damage instrument bipolar yaw pulley are typically attributed mishandling. The probable cause of the thermal damage is primarily attributed to the use conditions of bipolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. If this instrument has thermal damage to the bipolar yaw pulley and/or distal clevis but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separate by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.